Event description:
Customer reported experiencing a past high blood glucose event with the highest level displayed as "high," though the specific value was unknown. There was no adverse impact to the customer's blood glucose level. Assistance was provided by a school nurse, involving a finger poke and drinking water, and the customer administered a correction bolus via the pump. Tandem technical support recommended consulting with a healthcare provider to discuss potential factors affecting blood glucose levels, and the customer understood this advice. The case was then closed.